Manufacturer narrative:
Siemens completed the investigation of the reported event. A siemens customer service engineer (cse) inspected the reported system and observed that the di supply hose had slipped from its fitting. The cse exchanged the damaged hose (root cause), and the system was restored to operation. Further action is not warranted at this time.

Event description:
It was reported to siemens that a water leak occurred at the deionized (di) water pump stand. The water hose at the at the di water supply pump stand became loose and approximately 10-15 liters of water leaked from the structure area, resulting in the floor becoming wet. There was no patient mistreatment or injury of a person reported to siemens associated with this complaint. However, in a worst-case scenario the water leaked to the floor could result in a slip injury of medium severity, requiring medical treatment. The reported event occurred in (B)(6).